Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. Lesion 1 was located in the mid right coronary artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. A non-target vessel in the proximal left anterior descending artery was treated with a 2.75 x 23 mm promus stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient collapsed at home and emergency medical services (ems) were called. Ems started cardiopulmonary resuscitation (CPR); the patient was intubated and IV medications were started. The patient did not respond to life support measures and expired. Cause of death was cardiac arrest, a death certificate is not available.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).